Event description:
(B)(4). Asr revision; bi-lateral - incorrect see below. Asr hip resurfacing system; reason for revision: component loosening (cup)3 update from (B)(4) 2012: reason for revision, surgery date, revision name. Update from (B)(4) 2012: patient details, surgeon, hospital, primary surgery date altered, letter and form. Other injury or relevant medical condition other accident in the past 5 years which is relevant to your current claim?: severe 'reflux' symptoms requiring surgery, unexplained very high cholesterol levels, unexplained very high blood sugar levels, unexplained sever bladder symptoms, significant increase in depressive symptoms, significant decrease in general motor functions, significant unexplained post-menopausal bleeding update received (B)(4) 2013. Patient ID, additional reason for revision added. Surgery date amended. Asr hip resurfacing system - left; reason for revision: component loosening (cup), pain; (B)(6). Bilateral - (B)(4).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.